Event description:
Caller alleged that the following results were obtained with a neonate patient less than 10 minutes apart: 30 mg/dl (inform system 1) and 43 mg/dl (inform system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. (B)(4).